Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The atrial lead exhibited loss of sensing and high capture thresholds. A chest x-ray confirmed that the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.